Event description:
A home pt contacted baxter's technical service ctr regarding a check lines and bags during prime. The home pt stated he was connected during prime. Baxter's technical service center instructed the home pt is disconnect aseptically and start over with new supplies. No pt injury or medical intervention was associated with this report per the home pt.